Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, the healicoil anchor broke when it was being inserted. The procedure was completed without significant delay using the same device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection confirmed that the distal spiral of the anchor had broken off. The anchor was still on the insertor. The insertor and anchor both had significant debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, off-axis insertion, or improper preparation of the insertion site.

Event description:
It was reported that, during surgery, the healicoil anchor broke when it was being inserted. All pieces were removed from within the patient. The procedure was completed without significant delay using a back-up device in the originally drilled bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.